Manufacturer narrative:
The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." No further information will be asked for this complaint as it pertains to the dt2 study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical engineer that patient called on (B)(6) 2016 to report he performed a controller exchange at home due to power port #2 being completely disengaged from the controller and wires hanging out. The patient tolerated the controller exchange well with minimal pump off time. No alarms prior to the exchange. The exchange fixed the problem at hand. On assessment of the controller in clinic, it also appeared that power port #1 is also starting to loosen. The patient was issued a replacement back-up controller ((B)(4)) in clinic on 01/29/2016. No consequences to the patient. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed through visual inspection and functional testing. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose ps_1 power port connector and a displaced o-ring gasket in the same port; additionally, power port connector #2 was detached from the controller's housing and was missing the o-ring gasket. It was also noted that there was large amounts of dirt around the housing and covering the screws that keep the housing together. The reported event was duplicated at the bench level. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has an open internal investigation to evaluate the loose power port connector. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.